Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted leaflet and dilated heart for a mitraclip procedure. During the procedure, while deploying the clip, the clip failed the first establish final arm angle (efaa). The clip was removed from the patient and a new mitraclip was advanced within the patient and implanted successfully. The final mr was 1-2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) and difficult to open or close (clip jumping) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the analysis of the returned device (unable to confirm the reported issues), a cause for the reported unintended movement associated with clip opened during efaa/testing the lock and clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted leaflet and dilated heart for a mitraclip procedure. During the procedure, while deploying the clip, the clip failed the first establish final arm angle (efaa). The clip was removed from the patient and a new mitraclip was advanced within the patient and implanted successfully. The final mr was 1-2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.